Manufacturer narrative:
Citation: amrane et al. Transcatheter aortic valve implantation using a direct aortic approach: a single-centre heart team experience. Interact cardiovasc thorac surg. 2014 nov;19(5):777-81. Doi: 10.1093/icvts/ivu247. Epub 2014 jul 29. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation (tavi) using a direct transaortic approach. All data were collected from a single center between may 2011 and july 2013. The study population included 44 patients (predominantly male, mean age 77.9 years), 36 of which were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). Among all patients three deaths occurred within 30 days of implant. One death occurred intra-operatively due to massive bleeding as a result of pulmonary artery damage during closure. Another death was due to major stroke within 30 days of implant. No details were provided on the third death. Multiple manufacturer's devices were implanted in the study population. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: major stroke, life-threatening or disabling bleeding, third-degree atrioventricular block requiring permanent pacemaker implant, moderate to severe paravalvular leak (pvl) some requiring implant of a second valve, cardia c tamponade requiring re-exploration, valve-in-valve for unspecified reason, conversion to open surgery. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.